Event description:
It was reported from china that during a meniscal repair procedure, it was discovered that the suture on the omnispan meniscal repair 27deg device was winding. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: h4: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. B5: during a follow-up with the reporter, additional information was provided. The reporter clarified that the device was neither frayed nor physically separated into two or more pieces.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. The device manufacture date and expiration date were unavailable in the initial medwatch report. Therefore, the UDI was incomplete. The UDI number, device manufacture date and expiration date has been identified and updated accordingly. Device history record review: a device history record review was performed which indicated that there was a non-conformance unrelated to the reported malfunction. All the issues identified were resolved prior to product release. Investigation summary: a photo was returned to j&j medtech orthopaedic for evaluation. The j&j medtech orthopaedic team conducted a visual inspection of the returned photo. After the photo visualization, it was observed only the needle and sleeve. Also, it was noted that the sleeve is wrinkled backwards. The overall complaint was unconfirmed as the observed conditions of the omnispan meniscal repair 27deg would have not contributed to the complained device issue. Based on the investigation findings, and since the suture and plates are not shown in the photo, it was conclude that there is no enough evidence to adjudicate a root cause for the issue experienced by the customer. The potential root cause for the sleeve condition can be traced to procedural variables, such as handling of the device or product interaction during procedure; the needle was not connected as intended and the sleeve was retracted backwards. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted visual inspection of the returned device. Visual inspection revealed that only the needle with its retention sleeve were returned. It was observed that the sleeve is wrinkled backwards. Needle does not show anomalies. The overall complaint was unconfirmed as the observed conditions of the omnispan meniscal repair 27deg would have not contributed to the complained device issue. Based on the investigation findings, and since the suture and plates were not returned, it was concluded that there is not enough evidence to adjudicate a root cause for the issue experienced by the customer. The potential root cause for the sleeve condition can be traced to procedural variables, such as handling of the device or product interaction during procedure; the needle was not connected as intended and the sleeve was retracted backwards. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.